Manufacturer narrative:
Reference number 2064325. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 07 jun 2022, the patient experienced reddening of the stoma and was treated with an unknown oral antibiotic. Since (B)(6) 2021, the redness completely healed and the stoma looked great again.